Manufacturer narrative:
This supplemental report is being submitted to provide the results of the subject device evaluation and the legal manufacturer's final investigation.   The device was evaluated by olympus. The evaluation found that the allegation of no image was confirmed. No video was displayed with a total blackout when outputting the 12g serial digital interface.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the picture is no longer outputted due to a printed circuit board failure.   Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus there was no image displayed with the video processor. The issue occurred during receipt upon inspection and was completed using the same set of equipment . There was no patient harm associated with the device.

Manufacturer narrative:
The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.